Event description:
It was reported that the 6800 sys had an intermittent printer paper error after a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The printer was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.